Event description:
A patient with past medical history significant for congestive heart failure underwent paracorporeal placement of a thoratec implantable ventricular assist device (ivad) late last year and devega tricuspid annuloplasty one week later. He was discharged home early this year after extensive counseling regarding management of lvad at home. He was in the hospital three weeks later for evaluation of increased liver enzymes when that afternoon he sat up in bed and the nurse noted that the pneumatic hose had come loose from the titanium vad housing. The "driver" was in fixed mode at the time. Within 2 minutes of the event, the tube was successfully taped back together to the housing. The patient was awake and talking throughout the event. The patient was taken to the operating room the following day for exchange of the device. The new vad was placed using the original cannulae. The patient tolerated the procedure well and was discharged home one week later. The "driver" is the drive console which provides pulses of pressure and vacuum to fill and empty the ventricular assist device; thereby providing pulsatile blood flow. Fixed mode means that the drive console is programmed to provide a fixed number of beats per minute. The pneumatic hose is attached to the ventricular assist device at one end and the drive console at the other end.